Event description:
The customer reported that a pump has a constant system error 105 alarms. The customer reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluation was performed. The unit was received with the reported constant system error 105 due to a failed motor flex. The motor assembly was replaced.